Manufacturer narrative:
The pump not been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: during investigation, a crack in the pump cover was found between the corner of the display lens and the case seal. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad and between the bumper pad and the top of the pump.